Manufacturer narrative:
Patient information was refused by the site. A medtronic representative went to the site to test the equipment. Testing revealed that the reported issue was reproducable, and found to be due to the high voltage cables. The cable chain was replaced, and the issue resolved. Upon powering the system back up, it was found that the charge/discharge board remained in ¿on¿ status. The board was replaced, and the issue resolved. The imaging system then passed the system checkout and was found to be fully functional. No parts have been returned to the manufacturer for analysis.

Event description:
Medtronic received information regarding an imaging device being used for a cranial biopsy. It was reported that the system was unable to take 3d spins. The site heard a snap in the middle of the spin and the system quit exposure and was unable to initiate another spin. Reboot was able to partially able to resolve the issue as system could take 3d fluoro but not continuous fluoro. Fluoro would stop shortly after starting and was very noisy. Site opted to abort imaging as a result of the issue. There was no impact to patient. There was a reported delay to the procedure of less than 1 hour due to this issue.

Manufacturer narrative:
The inverter was returned to the manufacturer for evaluation. Functional testing; visual/physical examination was performed on the returned part and not fault was found. It was not possible to confirm the reported issue. Visual inspection found no electrically overstressed components. All 5 large capacitors passed testing. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The cable chain assembly was returned to the manufacturer for analysis. Analysis found that failure was confirmed. Analysis found that the reported event was related to physical and mechanical damage. If information is provided in the future, a supplemental report will be issued.